Manufacturer narrative:
The evoke scs system was discarded. The x-rays provided confirmed lead migration. The root cause of the lead migration cannot be definitively determined. The evoke scs system surgical guide states "the risks associated with the implantation and use of a spinal cord stimulation system include lead migration from the location chosen at initial implantation, resulting in stimulation changes and the patient may require surgery (including revision, explant, and replacement) as a result."

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported a change in stimulation. An x-ray confirmed lead migration. Reprogramming was performed but unable to restore adequate therapy. The evoke scs system was explanted.